Event description:
Thorascopy being performed in or when stapler was fired. It jammed and would not open. Stapler was defective and stuck on specimen. The procedure had to be changed to a thoracotomy.